Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. The reported problem (resets) has been confirmed. As received, the monitor was intermittently resetting. Upon evaluation, the monitor exhibited an intermittent bga failure at u500 on the computer/analog board. The root cause for the intermittent u500 failure could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/02/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor was resetting..